Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31448397l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced pericardial effusion that required pericardiocentesis and surgical intervention. Patient suffered from a pericardial effusion. This was noticed toward the end of the atrial fibrillation procedure when the medical team checked on intracardiac echo. There had been no noticeable hemodynamic changes. An arterial line was placed to monitor pressure. A pericardiocentesis was performed but the effusion could not be stopped. The patient was transferred to the operating room for surgical intervention. The patient was stable upon leaving the ep (electrophysiology) lab. The physician was unsure when during the procedure the effusion occurred.